Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had received power loss, replace battery alarm as well as cannot find sensor signal. The customer¿s blood glucose level was 314 mg/dl. The customer was treated with the pump. The customer states the screen was dead, she changed battery and everything came back on sand he is no longer connected to sensor has a red x and a blue circle. Customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The customer declined troubleshoot for high blood glucose and replace battery alarm. The insulin pump will not be returned for analysis.